Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the following. -olympus repair center confirmed the image flicker due to the faulty connection of the connector socket. Aging deterioration may have caused the defect because 9 years have passed since the device was delivered. -the lamp was damaged due to the insertion of the lamp, connection and disconnection of the scope, moving the housing, setting, or on the transportation. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center found that the endoscopic image flickered. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the connector socket had poor contact. The device was returned to olympus repair center. Olympus repair center found that the lamp was damaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.